Event description:
Philips received a complaint by the customer on the v60 indicating that device has a stand issue, not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that there is no malfunction with the device itself. Issue is with the stand. Investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.